Event description:
A surgeon reports a patient with poor visual acuity about one month following intraocular lens implant surgery. The surgeon reprots the lensappears to be opacyfing and states he saw some bubbles in the lens during slit lamp examination.

Manufacturer narrative:
H3:the complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation.